Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the clinic because his inflatable penile prosthesis (ipp) was not performing as expected. After evaluation, a mechanical issue was confirmed. The patient underwent surgery and all components were removed and replaced. There were no patient complications.